Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 560mg/dl. The customer's most current level was 515mg/dl. The customer was displaying sings of onset of diabetic ketoacidosis and was advised to seek medical attention, but customer states they feel ok to troubleshoot. Troubleshoot was conducted, and the device passed functional testing. The customer was advised to change entire set, reservoir, insulin, and treat per their health care providers instructions.